Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10atm. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications were reported and the patient was good post procedure.